Event description:
It was reported that the patient's mobile power unit (mpu) did not work when the power cable was extended. The patient was still inpatient from the initial left ventricular assist device (lvad) implant admission. Lvad team requested a replacement of the mobile power unit (mpu). The cause of mpu not working was not identified.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.